Event description:
It was reported that the bd 1ml tb syringe slip tip experienced needle and syringe separation. The following information was provided by the initial reporter: I just received another complaint that they are still experiencing both the needle and cap coming off when using the 1ml tb syringe. It seems to be a random occurrence as it does not occur with every syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-08-17. H6: investigation summary seven 1ml syringes (p/n 309623) with needle were received. Six samples were sealed in blisterpaks from batch #1057684, one syringe's blisterpak was partially opened. None of the seven samples had any visual defects. Additionally, the six samples that were still unmanipulated were tested for shield removal forces and all yielded acceptable minimum results per product specification. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd 1ml tb syringe slip tip experienced needle and syringe separation. The following information was provided by the initial reporter: I just received another complaint that they are still experiencing both the needle and cap coming off when using the 1ml tb syringe. It seems to be a random occurrence as it does not occur with every syringe.